Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to (B)(6) bacteremia infection. Reportedly, there was a contamination on the device and on the electrode end of the lead; however, the source of the contamination was unknown. There were no additional adverse patient effects reported. The rv lead was explanted.